Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient turned the stimulation off when he received the patient letter in (B)(6) 2012 and the patient experienced a fall around the same time. When he received the patient letter in (B)(6) 2013, he tried to turn the stimulation on, but the charger is unable to communicate with the ipg. The next course of action was undetermined.